Event description:
It was reported that a frayed cable was found on the pk dissecting forceps instrument. No additional information was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip open cable is frayed at the distal idlers. One cable strand sticks out at the yaw pulley. The cable likely frayed because it derails from the proximal pulley as the wrist articulates, causing abrasion on pulley edges. Engineering also observed the main tube to have various deep scratches at the distal end. Some of the scratches have removed material from the tube. Scratch marks are likely due to instrument collisions. Electrical continuity passed. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.